Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The authorized service provider (asp) contacted the customer; however, the customer refused the repair. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer declined the repair.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device does not boot normally. There was no patient involvement.